Manufacturer narrative:
Additional information: g3, h6. (No problem found) due to the condition of the device, the reported event of "ar-8330h hand control is getting very hot." Could not be confirmed during evaluation and is most likely the result of use error.

Manufacturer narrative:
Based on the information provided, the most likely cause for the reported failure can be attributed to a failing motor.

Event description:
On 04/17/2023, it was reported by a facility representative via sems that an ar-8330h hand control is getting very hot. This occurred during a case, with no patient effect reported.